Event description:
(B)(4). These side effects have been on-going since a few months about 5-8 months after getting the essure product placement. I have bad left side pain to the point I can barely stand and very painful intercourse which has caused large amounts of problems with my partner, (the father of my children). I have stomach bloating and just the feeling of being swollen in my abdomen area. I have had my gall bladder removed because I had 1 gall stone and the amount of pain I was having in my stomach, side, and abdomen area they believed it was from a bad gall bladder. The pain continued after that procedure and only seemed to get worse. I missed countless days of work and family outings because I was always in pain. The pain moved from my left side around through my back and when it was cold it was twice a bad. Finally last year I received and tubal removal where only 1 and 1/2 coils was found in my tubes. The dr did end up finding the other half outside of my tube. Since the removal my swelling had went down and I no longer have pain during intercourse which almost cost me my relationship and family, im not longer in everyday all day pain. The only thing that I have to deal now is the ibs I acquired and not being able to eat anything outside my house because now I get tremendous pain because I no longer have gall bladder.